Event description:
It was reported that an ilet user experienced repeated dexcom g7 sensor issues and most recently received a pairing failed alert when attempting to connect a newly applied g7 sensor to the ilet; the user does not use a dexcom app or receiver, and the agent confirmed no sensor failure alerts in the device history, re-entered the pairing code, and advised that pairing can take up to 30 minutes. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and user education focused on pairing workflow and device settings. Investigation of this case revealed that the sensor and ilet did not establish a successful bluetooth pairing during the initial attempt, while no device malfunction was confirmed. It was concluded that the event involved an unsuccessful g7 pairing to the ilet and that the user was instructed to monitor for any sensor failure alerts and contact dexcom for sensor replacement if such alerts occur.